Event description:
It was reported the pt had gained weight and was unable to communicate consistently with the ipg using the external devices. On one occasion, the pt reported feeling a surge of stimulation. The sjm rep met with the pt and determined the external devices had to be pressed hard to communicate with the ipg. The physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.